Manufacturer narrative:
Other text: h3: one cadd legacy 1 pump was evaluated and repaired before the complaint was reported. The reported issue was unable to be duplicated. Three separate delivery accuracy tests were performed. The pump was slightly over delivering but within the published +/-6% specification. It was recommend that the pump's expulsor be trimmed in order to bring the delivery into more nominal of a range.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by +6.5% during testing. There was no patient involvement.